Event description:
It was reported that the device exhibited double counting of wide qrs complexes during vt events, resulting in oversensing. The patient was stable and the physician elected to take no action. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.